Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had visual disturbances. The iol was exchanged for unspecified monofocal lens. Clinical reason for explant mentioned as refractive error. Additional information has been requested. There are two medical device reports associated with this patient. This file is 2 of 2.

Manufacturer narrative:
Additional information was provided in d.3., d.4. And e.1. The manufacturer internal reference number is: (B)(4).